Manufacturer narrative:
This is a final report. During troubleshooting with customer service, it was noted that the test strips the customer was attempting to use were incompatible with his meter. The issue is considered use related and therefore no further product investigation is planned.

Event description:
A customer reported his freestyle freedom lite blood glucose meter does not turn on after test strip insertion, and therefore he was unable to test. On (B)(6) 2011 at 1:00pm, the customer was at home when he experienced dizziness, "being overheated" and a loss of consciousness. The customer presented to a doctor's office where he was treated with fast-acting insulin and prescribed an unknown medication for dizziness. The customer also self-treated with food and a small amount of soda and orange juice. There was no report of death or permanent injury associated with this event.